Event description:
Boston scientific crm received information that this device had been exhibiting a charge time of 17.7 seconds in (B)(6) of 2008. In (B)(6) 2008, the charge time was 18.2 seconds associated with a monitoring voltage of 2.86 seconds. Subsequently, boston scientific crm received information in (B)(6) 2010, that this device had triggered end-of-life (eol). Technical services was informed that the monitoring voltage was 2.58 volts. In (B)(6) 2010, the charge time was 17.2 seconds which increased to 32.8 seconds in (B)(6) 2010. Technical services discussed the mid-life display of replacement indicator advisory and recommended device replacement. The device was explanted and no adverse events were reported.

Manufacturer narrative:
To date, the device has not been returned to boston scientific's post market quality assurance laboratory.

Manufacturer narrative:
Boston scientific crm received information that this device was returned and is currently undergoing laboratory testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. This issue is discussed in the q2 2010 product performance report.

Event description:
.